Event description:
Complainant alleged that the medics were attempting to pace a pt (age and gender unk), while they were transporting the pt via helicopter, but the device display had a noisy baseline and the medics were not able to capture the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.